Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The model number and therapy date for the concomitant ipg is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced unwanted rib stimulation after having had a fall. X-ray images confirmed the lead had migrated. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. The new lead was repositioned to the desired location. Effective stimulation was restored following the procedure.